Manufacturer narrative:
H3, h6) software data was received. In summary, the reported complaint was confirmed. There were 3 application session logs present of the issue date. The system logging protocol (syslog) captured a graphics processing unit (gpu) crash. It was also noted that the first and second session of application logs also captured a gpu crash [indicated a problem handling new gpu memory data] while the user was in instrument task. In the second session, while in the navigation task, the system was hard rebooted after the gpu crash. Both the sessions were captured in the logs and afterwards, the next sessions did not capture any gpu crash or other abnormalities. The reported behavior, a system pause, was suspected to be due to the gpu crash. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: event date in b3 corrected to 05-29-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received it was reported that the procedure being performed was a transforaminal lumbar interbody fusion (tlif) surgery in which there was no impact to patient's outcome. There was no surgical delay time.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that while performing a nav tag scan, the navigation system had a pause in the software while receiving the images from the imaging system. The site had to restart the navigation and re-scan the patient. There were no reported issues with the second attempt and the site was able to proceed with the case. There was no known impact to patient's outcome and surgical delay time was not provided.

Manufacturer narrative:
H3, h6: no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.